Event description:
The user facility reported to terumo corporation that during minimally invasive cardiac surgery for a mitral valve prolapse surgery, there was deficient gas exchange than desired for carbon dioxide removal. Fifty minutes into extracorporeal circulation, the pco2 value measured more than 50 mmhg before and after the aorta blockage. Despite an increase in the gas flow rate, the pco2 continued to increase up to a value of 100 mmhg. Twenty minutes later, the value gradually began to decrease, and within the hour, the value was almost normal. After release of the aorta blockage, the gas flow volume decreased. During the surgery, the gas flow rate to the patient was 2 l/min. The surgery was successfully completed in approximately three hours without any report of patient injury. After the surgery was concluded, an unknown volume of condensate was discharged from the gas side of the oxygenator.

Manufacturer narrative:
(B)(4). Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 27, 2013. Upon further investigation of the reported event, the following information is new and/or changed: (indication that this is a follow-up report). (Date received by manufacturer). (Follow-up report is due to additional information and device evaluation). (Identification of evaluation codes 10, 31, 213, 71). The actual sample was visually examined upon receipt; no clots or anomalies were noted that would diminish gas exchange performance. Performance testing using bovine blood was performed to evaluate the gas exchange results of the actual unit, and the test verified that the actual sample met product gas exchange specifications. Additionally no leaks were observed during this testing in the fluid and gas pathways that would cause the condensate noticed to be attributed directly to the device. A review of the device history records revealed no production related anomalies. Complaint trending indicated no other similar complaint reports for this product code and lot number. The fx IFU indicates as a warning "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increase gas flow rate, to 15 l/min for 10 seconds." Also the IFU states as an instruction "measure blood gases and make necessary adjustments as follows. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow." (B)(4).

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00117 to provide additional information received from the user facility and the results of the evaluation of the returned sample.